Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics of an intraocular lens, model zcb00, were stuck to the back of the lens. The surgeon reported that the haptics were glued. No patient harm was reported and the iol was implanted. The cartridge used is not available for return. No further information was provided.